Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient stated mid year of 2012, he started to feel uncomfortable. The pain in his thigh is psoriatic, pain level is a 3. Ten times since his surgery, he experienced a sharp pain in his hip socket - seems like the hip locked or dislocated. Patient has returned to his surgeon five times since this issue started. He had two series of blood work which indicated cocr is elevated, also had an MRI. Surgeon stated patient may have a back problem. Patient will be seeing surgeons son the first week in march for second opinion and possible revision. Patient is an avid skier and continues to ski.

Manufacturer narrative:
An event regarding dislocation involving a citation stem was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. The event reported a dislocation, there is no allegation of failure against the stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient stated mid year of 2012 he started to feel uncomfortable. The pain in his thigh is psoriatic, pain level is a 3. Ten times since his surgery he experienced a sharp pain in his hip socket - seems like the hip locked or dislocated. Patient has returned to his surgeon five times since this issue started. He had two series of blood work which indicated cocr is elevated, also had an MRI. Surgeon stated patient may have a back problem. Patient will be seeing surgeons son the first week in march for second opinion and possible revision. Patient is an avid skier and continues to ski. Update: pain has gotten worse.